Manufacturer narrative:
This information was not provided. Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient reported the breakage of a ti cervical spine locking plate 28mm. Patient did not provide date of breakage and did not indicate if and/or when the plate was removed.